Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of the anterior communicating artery (apca), a 2mm x 8cm galaxy g3 xsft coil (glx120208, l16493) was attempted to be re-sheathed but it was not able to be re-sheathed. It was replaced with another coil and the procedure was completed. There was no patient injury reported. The customer states there is no additional information available. One non-sterile unit galaxy g3 xsft hel 2mm x 8cm was received inside of a pouch. The received device was visually inspected, the dpu was found with several kinks. The introducer was found damaged; also residues of dry saline solution and dry blood were found inside the introducer. Then a microscopic analysis was performed, the embolic coil was found stretched inside the introducer. No other damages were observed. Also, the marker band was found at 43cm from distal end and it was found within specification. A manufacturing record evaluation was performed for the finished device l16493 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil introducer - zipping difficulty-rezipping¿ even though that the functional analysis could not be performed the introducer could not be zipped and re-zipped due the conditions of the device and because of this we can confirm the complaint. The damages noted on the device appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the analysis nor the mre suggest that the failure reported could be related to the manufacturing process. The instructions for use (IFU) instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. The event description does not report any damage of the embolic coil. However, 100% of devices are inspected for damage at the quality control (qc) final inspection. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage. Stretching is generally caused by the application of excessive force to a device while trying to retract against resistance. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization of the anterior communicating artery (apca), a 2mm x 8cm galaxy g3 xsft coil (glx120208, l16493) was attempted to be re-sheathed but it was not able to be re-sheathed. It was replaced with another coil and the procedure was completed. There was no patient injury reported. The customer states there is no additional information available. Based on the product analysis of the device received, the embolic coil was found stretched.